Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. No additional patient or event information was provided.